Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The MFR's rep reported that the pt had acute return of spasms and pain. An indium dye study revealed the catheter was patent. The pt's pump was replaced. The pt's pump contained compounded baclofen. Add'l info has been requested, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.